Manufacturer narrative:
H3: analysis of the software exports and logs found the complaint was confirmed. Clinical export data file was thoroughly inspected. The log file was examined with respect to all intraoperative fluoro images in order to inspect and understand procedure workflow. Analysis reviewed the planning made in the or. No lateral/medial or superior skiving potential was observed. Analysis recreated the registration results achieved in the or and found them acceptable. The patient operation position was lateral with l2/l3 olif which was performed before the l2-s1 fusion. Therefore, although reported "the left side was lateral and the right side was medial", intra-op images show left (upper) side is medial and right (bottom) side is lateral and superior. It was reported, "the guidance system looked good and accuracy on the patient's anatomy looked good when checked with a pointer. An o-arm spin was taken. The left side was lateral and the right side was medial. The surgeon decided to leave s1 in the current position and remove the other screws. Another o-arm spin was done and the patient was reregistered, but the trajectories were still lateral." According to the depicted above, the navigation was accurate while trajectories drilled were deviated, which can be explained by a platform or patient shift experienced ¿ the platform moved relative to the patient, hence the trajectories appeared accurate, while the location has moved and thus the screws were drilled laterally. As this was a lateral case, the patient either moved up (toward the ceiling) or the platform moved down (floor) in order for the deviations to occur. Although re-registration was attempted, without re-planning the screws pursue the same path. Analysis reviewed the planning and the surgical workflow and concluded the root cause of the deviation experienced in the or is patient movement in relation to the platform. Although re-registration was attempted, without re-planning the screws pursue the same path. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
H3: analysis of the software exports and logs found the complaint was confirmed. Clinical export data file was thoroughly inspected. The log file was examined with respect to all intraoperative fluoro images in order to inspect and understand procedure workflow. Analysis reviewed the planning made in the or. No lateral/medial or superior skiving potential was observed. Analysis recreated the registration results achieved in the or and found them acceptable. The patient operation position was lateral with l2/l3 olif which was performed before the l2-s1 fusion. Therefore, although reported "the left side was lateral and the right side was medial", intra-op images show left (upper) side is medial and right (bottom) side is lateral and superior. It was reported, "the guidance system looked good and accuracy on the patient's anatomy looked good when checked with a pointer. An o-arm spin was taken. The left side was lateral and the right side was medial. The surgeon decided to leave s1 in the current position and remove the other screws. Another o-arm spin was done and the patient was reregistered, but the trajectories were still lateral." According to the depicted above, the navigation was accurate while trajectories drilled were deviated, which can be explained by a platform or patient shift experienced ¿ the platform moved relative to the patient, hence the trajectories appeared accurate, while the location has moved and thus the screws were drilled laterally. As this was a lateral case, the patient either moved up (toward the ceiling) or the platform moved down (floor) in order for the deviations to occur. Although re-registration was attempted, without re-planning the screws pursue the same path. Analysis reviewed the planning and the surgical workflow and concluded the root cause of the deviation experienced in the or is patient movement in relation to the platform. Although re-registration was attempted, without re-planning the screws pursue the same path. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a guidance system being used during a spinal procedure. It was reported that there were deviations during an l2-s1 fusion. The surgeon performed an olif at l2/l3 and then images were taken. The surgeon instrumented all levels with pilot holes, tapped and placed screws on the downside. S1 on the down side looked lateral so an accuracy check was done. The guidance system looked good and accuracy on the patient's anatomy looked good when checked with a pointer. An o-arm spin was taken. The left side was lateral and the right side was medial. The surgeon decided to leave s1 in the current position and remove the other screws. Another o-arm spin was done and the patient was reregistered, but the trajectories were still lateral. The trajectories were estimated to be 3 mm medial on the left side and 6-8 mm lateral on the right side. The surgeon decided to abort the use of the guidance system and place the screws freehand with navigation. There was no patient harm and the procedure was delayed over an hour.

Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow up report will be submitted when analysis is complete. If information is provided in the future, a supplemental report will be issued.